Manufacturer narrative:
One hemostasis valve introducer with dilator and j-tip guidewire were returned for examination. The reported event of leakage issue was confirmed. Leak testing was performed with and without a catheter and leakage was observed without the catheter inserted. The introducer valve internal components were examined, the duckbill valve was found torn along the edge with the housing. The duckbill valve broke from housing during the evaluation. No missing fragments were noticed. The wiper gasket was found to be in good condition. No other damage was noted in the introducer sheath. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use with an introducer, approximately 5 ml of venous blood leaked at the hemostasis valve after normal insertion of the introducer into superior vena cava. The introducer was withdrawn. There was no medication loss. The customer states that the connector was damaged. A new introducer was inserted using a new stick by removing everything and starting the procedure from the beginning. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.